Event description:
The customer reports: after the insert we sent the patient for dialysis. They were unable to receive dialysis and returned the next day for the exchange. Dialysis couldn't be done because the compression sleeve had come off and was lodged. Patient had aspiration - seal toward the end on the green end was missing.

Manufacturer narrative:
(B)(4). The customer returned one connected hemodialysis catheter. Visual inspection of the returned device revealed the compression cap has slipped off the connection assembly. It was also observed that the green compression sleeve was missing a small piece. This most likely occurred when the cap came off the connection assembly. The green sleeve was observed to be torn. The small piece was not returned. The inner diameter of the compression sleeve measured .210" which is within specification of .207-.213" per product drawing. The outer diameter measured .262" which is within specification of .257-.263" per product drawing. The compression cap was inserted over the compression sleeve towards the connection assembly and connected firmly. The cap was able to be reconnected as expected. A manual tug test on the connection was completed and the connection was secure. A device history review was completed with no relevant findings. The IFU provided with this kit tells the user "slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside." Also, "ensure that compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." Damage to the compression sleeve was confirmed through this investigation. Visual inspection revealed a small piece of the green sleeve was missing but not returned. However, visual inspection also revealed that the cap had come off the connection assembly which most likely caused the damage to the sleeve. The returned cap was able to be reconnected to the assembly with the sleeve in its proper location with no issues. A device history review was completed with no relevant findings. Therefore, the root cause of this investigation is deemed unintentional use error. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: after the insert we sent the patient for dialysis. They were unable to receive dialysis and returned the next day for the exchange. Dialysis couldn't be done because the compression sleeve had come off and was lodged. Patient had aspiration - seal toward the end on the green end was missing.